Event description:
The customer reported that the display cannot be read and that they smelled smoke. No patient involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.